Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tip of device was rotated and the cut wire broke; no part detached inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown, however, the patient was reported to be between (B)(6) old. (B)(4) for the reported event of cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length, distal tip and cut wire were twisted. In addition, the closed extrusion at the distal tip was ripped. The cut wire was intact. The rip exists from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. A functional evaluation found that the device was able to bow within specification. The cut wire was not found to be broken, however, the extrusion at the distal end was found to be ripped. During manufacturing, tome devices are 100% inspected so the condition of the device likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tip of device was rotated and the cut wire broke; no part detached inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.